Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 1 mg/ml at 0.202 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation. The patient did not have a recent magnetic resonance imagining (MRI). It was noted the pump reached stopped pump period may exceed tube set. The patient noticed code 8476 on the personal therapy manager (ptm). A refill occurred on (B)(6) 2016 and it was noted a motor stall occurred. The motor stall occurred on (B)(6) 2016 at 00:35 and the tube set occurred on (B)(6) 2016. There was no electromagnetic interference or magnetic interaction during the time of the event. It was noted the patient was exposed to a metal detector, but not at 00:35 in the morning. The patient experienced an increase in pain and withdrawal. This was considered a sudden change in therapy/symptoms. The event date was reported as (B)(6) 2016. It was noted the pump was replaced.

Manufacturer narrative:
Analysis of the device found corrosion and-or wear and-or lubrication as well as a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.